Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that poor electrical results were noted. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Mc1avr1-delsys. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that flat wire was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. There was a mechanical issue with the delivery system. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the device cup of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. The outer shaft is bent at 5 cm from the distal end of the delivery system. The inner shaft is bent at 2.5 cm from the distal end of the recapture cone. The lumen is protruding from the bottom of the recapture cone. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device and introducer tool advance through the delivery catheter to the right ventricular (rv) lead and that the delivery catheter could not be deflected as a result and that the physician was getting poor electrical results so the leadless implantable pulse generator (ipg) system was replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: h6: device code(s): c63034. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless ipg did not exhibit good threshold data after the positioning of the leadless ipg was confirmed.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1 / expiration date: 2021-07-28/ serial#: (B)(4), UDI #: (B)(4) device available for evaluation? Yes, return date: 2020-06-29. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 2020-03-18. Labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited placement difficulty and the leadless implantable pulse generator (ipg) delivery system exhibited placement difficulty with inability to torque. The leadless implantable pulse generator (ipg) was attempted not used and replaced. No patient complications have been reported as a result of this event.